Event description:
Pt was revised to address loosening, which caused pain.

Manufacturer narrative:
This product is a pre-amendment device, and therefore has not 501(k) number. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution in 11/2004. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.